Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 apr 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, deformation and white particles in the shell. Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "swelling", and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and swelling. Device has been explanted.